Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed long standing high thresholds and low r waves. It was determined the patient is not a good candidate for revision and the lead is "functional." The lead remains in use and no patient complications have been reported as a result of this event.